Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material on the bending section cover adhesive and connecting tube. In addition to the reportable malfunction, the following were noted: due to wear of the scope cover, water tightness was lost; the air/water-cylinder and the suction cylinder had no color; the label on the suction connector was damaged; due to a crack on the bending section cover, the insulation resistance value at distal end did not meet the standard value; the plastic distal end cover had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the gastrointestinal videoscope required repair after inspection. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material on the bending section cover adhesive and connecting tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. However, the foreign material may not have been removed because reprocessing could not be conducted properly due to the leakage from the scope cover. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): -states the detection method in gif-1100 operation manual chapter 3 preparation and inspection -states the preventative measures in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on new information provided by the customer and the legal manufacturer's final investigation. The cleaning, disinfection, and sterilization (cds) was not performed by the customer. The customer did confirm that the device was not used with foreign material attached to the device and there were no suspected patient infections due to the facility findings. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Olympus will continue to monitor field performance for this device.